Event description:
At 2120 on 11/8/95, one way stopcock in tubing used to administer total parenteral nutrution into ECMO circuit cracked resulting in acute blood loss of approx 160cc's. Pt required volume resuscitation. Condition stablized within approx five mins.